Manufacturer narrative:
(B)(4). Additional information: additional information received surgeon. On what tissue type was the device used? Transverse colon to proximal sigmoid on which firing(s) did this event occur? 3rd firing ( second reload). Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? No. Was the instrument fired across or near an existing staple line or clip? No. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Was proximal and distal control maintained on the tissue during the firing sequence? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Regular. Was a leak test completed? Yes - and found to have a leak- . Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes.

Event description:
Holod mc.additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information. User facility medwatch attached.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Results: incomplete/interrupted cycle the analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. (B)(4).